Manufacturer narrative:
The manufacturere investigation results are as follows. This complaint is confirmed. The returned device was received at cq with the release collar and spring loose on the t handle shaft. The pin that secures the collar to the shaft has broken off and was not returned. Numerous hammer marks also exist on the t handle portion of the device. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A root cause could not be determined as the circumstances at the time of the event are unknown. Most likely due to application of excessive force as evidenced by numerous hammer marks that are visibly evident on the t handle of this 15+ year old reusable device. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The universal chuck t-handle (393.10 / 393.100) is an extremely versatile instrument, mentioned in over 30 synthes technique guides. It is utilized in a large number of procedures including knee, pelvis, schanz screw insertions, tibia, femur, and removal of broken nails. There are two of these instruments in many graphic cases. This complaint is confirmed. The returned device was received at cq with the release collar and spring loose on the t handle shaft. The pin that secures the collar to the shaft has broken off and was not returned. Numerous hammer marks also exist on the t handle portion of the device. A root cause could not be determined as the circumstances at the time of the event are unknown. Most likely due to application of excessive force as evidenced by numerous hammer marks that are visibly evident on the t handle of this 15+ year old reusable device. DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to se_075477 (filing and archiving of specification documents) version ai, which was in place till august 2014. Relevant drawings for the returned instrument were reviewed: top-level (393_10 revs a-c and se_370805 rev c). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Date returned to manufacturer (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history record review and the investigation could not be completed; no conclusion could be drawn, DHR requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after sterile processing and during routine inspection of field equipment, it was discovered that a universal chuck with t-handle was broken. The issue was discovered by the sterile processing department after the device was cleaned. No procedure or patient involvement. This complaint involves one (1) device: universal chuck with t-handle with one part data. No additional information is available regarding this complaint. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was attempted however, the device is more than 15 years old, so records could not be examined. The report indicates that the: DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to (B)(4) (filing and archiving of specification documents) version ai, which was in place till august 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.